Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the popliteal artery. A 200cm 8cm poly tip v-18 control wire was selected for use. When performing popliteal angioplasty to gain access through the vessel, it was noted that the v-18 wire became stiff inside the rubicon guide catheter. Also, the transition felt stiff when removing the wire from the catheter and when the wire was viewed under fluoroscopy, it was noted that there were tip of the guidewire while still in the patient at the tip of the catheter. Furthermore, the wire's tip was removed during the catheter's withdrawal. The procedure was completed with another or the same device. No fragments were left in the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. It was noticed that the polymer sleeve twisted from the core wire at the proximal section. Additionally, it was possible to observed that the polymer tip of the device was broken, only 5cm of poly was returned, overall should be 8cm. As a part of the analysis the device was inspected in a high magnification visual system and it was possible to observed that the section of the core wire left exposed has remains of the adhesive, known as thixon, used to bond the polymer sleeve and the core wire. Dimensional inspection of the outer diameter (od) of middle of the device distal tip, proximal section were within specifications. Dimensional inspection of the overall length of the device were not performed due to the condition of the device.

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the popliteal artery. A 200cm 8cm poly tip v-18 control wire was selected for use. When performing popliteal angioplasty to gain access through the vessel, it was noted that the v-18 wire became stiff inside the rubicon guide catheter. Also, the transition felt stiff when removing the wire from the catheter and when the wire was viewed under fluoroscopy, it was noted that there were tip of the guidewire while still in the patient at the tip of the catheter. Furthermore, the wire's tip was removed during the catheter's withdrawal. The procedure was completed with another or the same device. No fragments were left in the patient's body. No patient complications were reported.